Event description:
The pt received her scs sys, including ipg on (B)(6) 2010. The pt reported that her charging sys could not locate the ipg. The pt was instructed to fully recharge the charger, then retry charging the ipg. Attempts to f/u with the pt have not been successful. It is undetermined whether recharging the charger solved her issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.